Event description:
Hcp reported low battery alarm intermittently for 7 days. Pt required increased medication without pain relief. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.